Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed software error alarm. Customer's blood glucose was unknown. Device had also alarmed motor errors alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected restarted error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify software error alarm or low battery alarm due to motor error alarms. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.